Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 078) issue. It was reported that the pump emitted multiple call service alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump¿s black box history showed that one call service alarm was recorded on (B)(4) 2014. The pump was not able to perform the rewind, load, and prime steps due to a persistent call service alarm. The pump was not able to perform a 24 hour duration test due to the persistent call service alarm issue. The pump was opened the motor flex cable was found to not be fully inserted into the motor flex connector.